Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was noted that the device had cord damaged. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "cord damage" was identified. During service the device it was noted there was an "e8 error message on console" and "cannot run the pre-repair test" in the repair diagnostic assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).